Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's ins has not worked in years. The patient stated that the ins never helped and all the ins did was hurt her hip. The patient reported that the ins does not work,she has not ever had it taken out and she wishes she never had it implanted. The patient did not have access to a patient programmer (pp) to perform troubleshooting. No further complications were anticipated/reported.